Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 40 mg/dl. Reportedly, the customer resumed insulin delivery with the pump after delivering insulin through a manual injection. Customer's husband provided juice to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.